Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Caller stated that the customer's blood glucose reading at the time of hospitalization was 503 mg/dl. Caller stated that the customer had a site infection, which could have contributed to the high blood glucose. Nothing further was reported.